Event description:
It was reported by the customer that the display screen on her insulin pump's display screen was changing colors with black spots in certain areas and upon inquiring further, it was discovered that she had been hospitalized for an infection in her leg three weeks prior. Due to the infection, her blood glucose levels elevated above 400 mg/dl. Customer stated she had already changed the batteries in the device and that it had not resolved the issue. Attempted to troubleshoot device, but customer declined. Customer's blood glucose level was 178 mg/dl at time of reporting. Nothing further reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications. Insulin pump received with cracked reservoir tube lip and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.